Event description:
It was reported that patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was returned.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all the required functional tests and device exhibits normal characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation. It was also stated that the ipg was nonfunctional. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was returned.